Event description:
In 2001 a greenfield vena cava filter was implanted in the inferior vena cava (ivc). In 2019 a CT scan of the patient's abdomen without contrast revealed the filter tip is located below the lowest renal vein and not greater than 2 cm below the lowest renal vein. The filter is mildly tilted and the apex of the filter is touching the posterior ivc wall. No evidence of perforation or stenosis was observed. No complications were reported